Event description:
It was reported that during start up check the cardiosave intra-aortic balloon pump (iabp) unit alarmed catheter check required ( flow limit). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Aware date updated : 05/10/2023.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). Event site postal code: (B)(6). A getinge field service enginneer carried out repairs and found that the reported issue was not reproducible, the compressor was replaced because the operating time was close to 5000 hours. (Includes muffler and filter. In addition, the safety disc and critical alarm battery were replaced. Perform regular calibration. The inspection results based on the inspection record sheet were good. Unit returned for clinical use. The defective components were received for further investigation. The failure analysis and testing department were received the parts with a reported unit failure message of flow restriction alarm occurs frequently. Performed visual inspection of these parts received and parts looks to be in condition. The fat dept. Checked battery voltage for primary 9v battery alkaline and battery voltage was good (9v) as per factory specification. Installed the compressor scroll, safety disk, muffler<100 micron and muffler 1/8 npt into the cardiosave test fixture and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Pumped the unit for 2 hours with compressor scroll, muffler <100 micron and muffler 1/8 npt; the fat dept. Could not observe flow restriction alarm on screen. Also, the fat dept. Pumped the unit for 2 hours with safety disk and could not observe flow restriction alarm on screen. All parts passed testing. Retaining all parts in the fat dept. As per procedure (B)(4). After the fat evaluation, add the following. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.